Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A bluetooth pairing test was performed and failed due to inability to pair. A review of the share logs was performed and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were unable to establish a connection. The reported event of a transmitter stopped working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.